Event description:
It was reported that this implantable cardioverter defibrillator (ICD)'s shocks failed to convert the patient's ventricular arrhythmia multiple times. It was noted that the patient has a history of drug use. The physician had the patient go to the hospital for troubleshooting. Technical services (ts) reviewed the reports and noted all lead measurements appeared to be within range. Ts provided troubleshooting actions. The physician performed a chest x-ray and had ts review the images. Ts provided their insight regarding the images and provided troubleshooting options, such as evaluating lead position and defibrillation threshold (dft) testing. A dft test was performed was successful at the recommended configuration. The device was ultimately reprogrammed to resolve the issue. The device remains in use. No additional adverse patient effects were reported.